Event description:
It was reported that pump did not detect cartridge during use, and no blood glucose value was provided. There was no reported impact to the customer¿s blood glucose level. Distributor arranged for pump to be returned for evaluation, and testing showed that cartridge was successfully loaded, a 5-unit bolus was delivered, drops were observed at end of cartridge tubing, no further alerts or alarms occurred, and pump was found to be in working condition while a replacement pump was arranged.